Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had heard the critical pump alarm a couple of times. Upon reading the pump logs, it was seen that a motor stall had occurred and recovered on (B)(6) 2015. In addition, it was stated that the logs showed a motor stall occurring on (B)(6) 2014 with a recovery on the following day, though the subsequent transcription of the logs had no reference to a stall occurring on (B)(6) 2014. The transcription indicated that the pump had stalled and recovered six times between (B)(6) 2014 with two additional stalls occurring on (B)(6) 2015, with recoveries that same day. All of the reported stalls had recovered in 97 minutes or less and no tube set message was seen. It was stated that the patient had not experienced any symptoms associated with the motor stalls; however the patient's mother thought he had been talking slower for the preceding two to three months. It was initially reported that the patient had not had an MRI or been around a strong magnetic field around the time of the stalls. It was later determined that the motor stalls had been caused by a magnet; around christmas, the patient had received a wallet with a magnetic clip. To resolve the event, the patient would stop the use of the magnetic wallet and keep a diary of any further critical alarms, symptoms of spasticity, or changes in intrathecal baclofen therapy. It was reported that, as of (B)(6) 2015, the patient had recovered without permanent impairment. The device system was used do deliver lioresal.